Event description:
It was reported a spectrum pump alarmed for downstream occlusion instead of an air in line. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification and the alarms were not experienced during evaluation. Downstream occlusion alarms were confirmed through the event history log. Preventive maintenance test for downstream occlusions, upstream occlusions, and air in line alarms were performed with the device passing. Additional alarm tests for upstream occlusion and air in line alarms were performed with the device passing. No malfunction could be identified.